Manufacturer narrative:
The catalog and lot number along with the device were not provided for investigation. The event was confirmed. A voluntary recall (B)(4) was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported event is considered to be under the scope of this recall.

Event description:
It was reported that pt is experiencing discomfort in the hip area. Pt's blood cobalt was elevated; metal ion levels were also elevated. Pt stated that she went to doctor's office on (B)(6) 2012, x-rays were done. Pt stated that she is going for an MRI in the near future.